Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient alleges therapy diminished over a month ago. In addition, the last successful recharge of the ipg was during that same time. Subsequently, communication could not be established with any external devices and an error message displayed on the patient programmer. Follow-up identified the ipg is inoperable. Surgical intervention was undertaken on (B)(6) 2015, explanting and replacing the ipg. Effective therapy was achieved postoperatively thus resolving the issue.